Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the display appeared dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on 06/06/2017.